Manufacturer narrative:
B5 describe event or problem: updated with additional information received. D4 lot number, expiration date, unique identifier (UDI): updated with additional information received.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman trusteer access system (was) and a 24mm watchman flx pro closure device were selected to be used. During the procedure after the transeptal puncture, a baseline pericardial effusion slowly became larger. The physician noted resistance while advancing the was sheath and the dilator across the septum. The patient remained hemodynamically stable with a slight drop in blood pressure. The 24mm closure device was successfully implanted. While the patient remained intubated, the physician performed pericardiocentesis and 55cc of fluid was drained. Transesophageal echocardiography (tee) noted that the patient had right atrium collapse but remained stable. Post procedure, the patient was transferred for a computed tomography (CT) guided pericardiocentesis, where an additional 450cc of fluid was drained. The patient was extubated and remained hemodynamically stable. The patient fully recovered and is expected to be discharged 48 hours post-procedure. It was further reported the patient was discharged and doing well.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman trusteer access system (was) and a 24mm watchman flx pro closure device were selected to be used. During the procedure after the transeptal puncture, a baseline pericardial effusion slowly became larger. The physician noted resistance while advancing the was sheath and the dilator across the septum. The patient remained hemodynamically stable with a slight drop in blood pressure. The 24mm closure device was successfully implanted. While the patient remained intubated, the physician performed pericardiocentesis and 55cc of fluid was drained. Transesophageal echocardiography (tee) noted that the patient had right atrium collapse but remained stable. Post procedure, the patient was transferred for a computed tomography (CT) guided pericardiocentesis, where an additional 450cc of fluid was drained. The patient was extubated and remained hemodynamically stable. The patient fully recovered and is expected to be discharged 48 hours post-procedure.